Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the scars reported. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that patient developed scars from the cannula while wearing the device.